Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot (B)(4) , lot number h05193. Device history review: DHR reviewed - no deviations or nonconformance's were noted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the poly dislodged from the tibial base plate. Revision of the right total knee. Doi: (B)(6) 2017. Dor: (B)(6) 2018. Right knee.